Event description:
It was reported that the customer was in the hospital emergency room with high blood glucose over 600 mg/dl. It was stated that the insulin pump ran out of battery and the customer fell and did not check her blood glucose. The customer had been off the insulin pump all day. It was stated that the insulin pump won't let the customer deliver more than 2.5 insulin units. Customer was assisted with changing the max bolus from 2.5 to 10. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.